Manufacturer narrative:
The insulin pump had no button response due to corroded keypad traces. No button error alarm was noted. The insulin pump was received with a cracked case at a display window corner, minor scratches on the display window.

Event description:
It was reported that the insulin pump alarmed button error and had an unresponsive act button. The customer did not know the blood glucose reading. The customer stated that she had showered and the insulin pump was in the bathroom leading up to the keypad issues. Advised replacement of the insulin pump. Nothing further reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.